Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). A follow up/ final report will be submitted once investigation is complete. G2: foreign country - UK.

Event description:
It was reported during surgery that the dermacarrier is not expanding the skin properly when put through the mesher. Compared the carrier with another box and the grooves were noted to be different. There is no harm or delay reported, due diligence is in progress.

Event description:
There is no additional information available.

Manufacturer narrative:
Following sections were updated or corrected : a3, b4, b5, d2, d4, d9, g1, g3, g6, e3, e1, d10, h1, h2, h3, h4, h6, h11, h10, h8 the angle measurement of the carrier was approximately 9 degrees 51 minutes when measured, which is within specification for a 3:1 carrier according to the product drawing. No problem found. DHR was reviewed and no discrepancies related to the reported event were found. A definitive root cause cannot be determined. The event is not confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.